Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit rattles when vibrator motor is activated due to vibrator motor adhesive was not adhering to case.

Event description:
The customer called to report a loud rattling sound when the insulin pump vibrates. The customer also stated that he was hospitalized with a high blood glucose of 550 mg/dl. The customer was sick, dehydrated and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time and date. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. The customer declined to correct the time and date at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.